Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient went for a hike and a seizure and lost consciousness while the cgm was reading 70 mg/dl. The patient was taken to the emergency room where they took a blood glucose reading which was 34 mg/dl and treated the patient with oral glucose. It is unknown when the patient regained consciousness; however, they recovered and was discharged the same day and remained lethargic. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.